Event description:
Pt presented with low back pain and fever. During revision, the surgeon observed a loose rod in the 7.5mm x 45 mm screw at s1. Set screws were replaced, the construct remained loose. All hardware removed.